Event description:
Reporter indicated a vns therapy pt was experiencing seizures, painful stimulation, and passing out. The relationship of the seizures to the pt's pre-vns baseline is unk. Setting adjustments did not resolve the events, and the pt elected to have the vns therapy system explanted. The explanted product was discarded; therefore, product analysis will not be performed. Good faith attempts to obtain additional info have been unsuccessful to date.